Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) board after robot was not connecting to system and technical support engineer (tse) recommendation. Ccc replacement resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in artemis, these failures of da vinci robot not connecting was found thru case notes upon visual inspection, no issues were found that would be related to the reported event. This patient side cart (psc) ccc cfg was installed, programmed and tested on the dv5 in house golden, where psc robot can't connect and not seen replicating the reported failure. To troubleshoot and verify the root cause of this reported failure, the psc ccc cfg unit was aba tested, replaced with a well-known gold unit, power cycles the system with no error/no failure triggered, system started at normal. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of the test and findings, failure analysis was able to conclude that this psc ccc cfg was verified to be the root cause of the reported failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the robot states it is not connected and does not complete power on self-test. Blue fiber cord led that is connected to the robot does not light up blue. The site said they tried a second fiber cord prior to calling in with no change and the led does not light up when connected to the robot. Technical support engineer (tse) had the customer epo and breaker reset a couple times with no change. The robot powers on but does not connect to the system and the blue led does not light up no matter what we do. Tse had the site try to power on standalone mode and the robot powers on. The customer is able to clutch the arms but when they connect the blue fiber it does not connect to the system and the led does not turn blue. There was no report of patient involvement or reported injury.